Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. Visual inspection was performed and biological material was observed in all three extension lines. No other defects or anomalies were observed. The catheter length from the juncture hub to the distal tip measured 218mm, which is within the specification limits of 207mm-227mm. The outer diameter of the catheter body and the inner diameter of the distal lumen were measured and were found to be within specification. A lab syringe was used to pass water through the lumens. Blockages were observed for both the medial and proximal lumens. A long pin gage with a diameter of .0095 was used to try and dislodge the blockages. After passing through the long pin gage through the medial and proximal lumens, congealed biological material was observed exiting the catheter. A syringe was used once more to successfully pass water through the lumens. Minor resistance was observed. A device history review was performed with no relevant findings to suggest a manufacturing issue. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component d amage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The IFU also cautions, "do not secure, staple and/or suture directly to outside diameter of c atheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report issue of the extension lines being blocked were confirmed through complaint investigation. Visual inspection revealed no anomalies. Functional inspection revealed dried blood in both the proximal and medial extension lines. After the dried blood was removed, water was able to pass through with little to no resistance. A device history record review was performed, and no relevant findings were identified. Based on the investigation and the customer description, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that during the insertion of the catheter, the doctor was not able to get the flow back in one of the 3 lines of the catheter. Something belonging to the device was blocking. The doctor changed the device to allow the infusion of the treatment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the insertion of the catheter, the doctor was not able to get the flow back in one of the 3 lines of the catheter. Something belonging to the device was blocking. The doctor changed the device to allow the infusion of the treatment.